Event description:
It was reported that at the moment of impacting the anchor into the meniscus, the second anchor did not release.

Manufacturer narrative:
A visual assessment of the device showed the actuator is jammed to the needle tip. The needle is dramatically bent on two planes. No ts or suture were returned. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.